Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a sandstorm-like image and scope error (e226) displayed during a therapeutic umbilical hernia procedure involving an olympus video system center while the patient was under sedation. The intended procedure was completed using a similar device. There was no patient injury reported.